Event description:
We received an allegation of a questionable inr results for 1 patient tested with coaguchek inrange meter (serial number unknown) compared to an unknown laboratory method. The specific date of the event is not known. The meter result was >6.5 inr.the lab draw result was approximately 3 inr.results were obtained within 4 hours.the patient's therapeutic range and frequency of testing are unknown.

Manufacturer narrative:
The test strips were requested for investigation, however, there are no strips are available to return. If the product is returned in the future, a follow up report will be submitted.on a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."